Event description:
It was reported a physician performed an uneventful novasure endometrial ablation in (B)(6) 2013 (exact date unk). A pre and post hysteroscopy was performed and everything looked good. A week later the patient reportedly complained of nausea and vomiting and the dr. Performed exploratory surgery. During the procedure he performed a bowel resection and noted the "cornua located on the same side that the bowel was resected appeared to have a swollen area." Additionally it was reported the "patient post op is doing ok." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).